Event description:
On (B)(6) 2013, a threaded guide wire (part no. (B)(4)) broke during a procedure. When the surgeon attempted to remove the guide wire it broke off, leaving a piece of the threaded portion implanted in the patient. The surgery was completed, and the guide wire remains implanted, with no attempt to remove it. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.